Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the surgeon fired the device and it would not open. There was a note with the device and no or contact provided. They did state that the procedure was completed with a like device and no patient consequence was reported.

Manufacturer narrative:
(B)(4). Damaged joint cover. Additional information was requested and the following was obtained: on what tissue type was the device used? ( colon )at what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Unsure. During which stroke did the event occur? Unsure. What color cartridge was being used?unsure. What other color cartridges were used before and after this event? Unsure. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No, red button. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? My understanding from taking to the doctor was this issue was use to the surgeon rapidly firing the device and not fully firing plastic to plastic. The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened without any anomalies noted. In addition, the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.